Event description:
As reported by hosp, the cardiac cath lab observed bubbles and microbubbles within the tubing of the fluid delivery set. The lab uses omnipaque and visipaque contrast. The used device was discarded at the hospital and will not be returned for eval. There was no air injection, or pt injury.

Manufacturer narrative:
A device history review was performed on the reported lot number. The review confirms that the product met all material, assembly and performance specifications. A review of the glens falls complaint report for the past 15 months for the product family of fluid delivery set does not indicate any adverse trends for the failure mode of "air bubbles." As no sample was returned for eval, the complaint is inconclusive and no root cause can be determined. Process controls, which exist for the MFR of this device include visual inspection of the bond sites for indication of proper bonding, flex testing, and verification that all fittings and components are fully seated in or on the tubing.